Event description:
The customer received questionable troponin t stat results for six patients. Patient 1 the initial result from a "baseline" sample was 0.037 ng/ml and was reported outside the laboratory. The result from a second sample collected 90 minutes later and tested on (B)(6) 2014 on a cobas e411 rack analyzer was <0.010 ng/ml. This result was reported outside the laboratory. The ER questioned why the results for the two samples did not match. The samples were repeated on the cobas e411 rack analyzer and the results for both samples was <0.010 ng/ml. On this analyzer, the result for the baseline sample was 0.034 ng/ml and the result for the second sample was 0.031 ng/ml. The samples were tested on a cobas e601 analyzer at another site and the results for both samples was <0.010 ng/ml. These results were believed to be correct. Patient 2 was a male with a birthdate of (B)(6) 1934. The initial result from a "baseline" sample collected on (B)(6) 2014 but tested on (B)(6) 2014 was 0.056 ng/ml and was reported outside the laboratory. The result from a second sample collected 90 minutes and tested on a cobas e411 rack analyzer was <0.010 ng/ml. This result was reported outside the laboratory. The samples were repeated on the cobas e411 rack analyzer and the result for the baseline sample was 0.012 ng/ml and the result for the second sample was <0.010 ng/ml. On this analyzer, the result for the "baseline" sample was 0.054 ng/ml and the result for the second sample was 0.053 ng/ml. The samples were tested on a cobas e601 analyzer at another site and the results for both samples was <0.010 ng/ml. These results were believed to be correct. Patient 3 was a male with a birthdate of (B)(6) 1962 on (B)(6) 2014, initial result from a "baseline" sample was 0.028 ng/ml and was reported outside the laboratory. The result from a second sample collected 90 minutes and tested on a cobas e411 rack analyzer was <0.010 ng/ml. This result was reported outside the laboratory. Both samples were repeated on the cobas e411 rack analyzer and the result for both samples was <0.010 ng/ml. On this analyzer, the result for the baseline sample was 0.032 ng/ml and the result for the second sample was 0.033 ng/ml. The samples were tested on a cobas e601 analyzer at another site and the results for both samples was <0.010 ng/ml. These results were believed to be correct. Patient 4 was a female with a birthdate of (B)(6) 1960 first sample the result on (B)(6) 2014 was 0.041 ng/ml and was reported outside the laboratory. On (B)(6) 2014, the repeat result on a cobas e411 rack analyzer was <0.010 ng/ml. This result was believed to be correct. Second sample the result on (B)(6) 2014 was 0.038 ng/ml and was reported outside the laboratory. On (B)(6) 2014, the repeat result on a cobas e411 rack analyzer was <0.010 ng/ml. This result was believed to be correct. Patient 5 was a female with a birthdate of (B)(6) 1967 the result on (B)(6) 2014 was 0.041 ng/ml and was reported outside the laboratory. On (B)(6) 2014, the repeat result on a cobas e411 rack analyzer was <0.010 ng/ml. This result was believed to be correct. Patient 6 was a male with birthdate of (B)(6) 1953 the result on (B)(6) 2014 was 0.045 ng/ml and was reported outside the laboratory. On (B)(6) 2014, the repeat result on a cobas e411 rack analyzer was <0.010 ng/ml. This result was believed to be correct. The patients did not receive any treatment based on the erroneous results that were reported. There was no adverse event. The troponin t reagent lot number was 17575901 with an expiration date of 02/28/2015. The field service representative found there was a liquid level detection issues and static build up on sample/rinse mechanism and probe. He performed corrective maintenance and replaced the timing belt to allow the static to dissipate. The customer performed calibration, qc, precision testing and a correlation and determined the results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.